Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The medical records were returned for review. Per the discharge summary, the patient was taken to the operating room due to progressive stenosis of the right ventricular outflow tract (rvot). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, thrombosis, or in rare cases a non-functioning leaflet. In this case, the cause of the valve stenosis could not be confirmed. However, there is no indication of a non-functioning leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(4) trial, three years post transcatheter pulmonic valve replacement the patient presented to the hospital with progressive stenosis of sapien valve and elevated right ventricle (rv) pressure. The patient was taken to the cath lab for balloon angioplasty and placement of a non-edwards prosthetic valve with good results. The patient was discharged from hospital in good condition.